Event description:
It was reported that during follow up, device was found to be post paced t wave oversensing on ventricular channel. Patient was asymptomatic. Programming changes were made and the issue was resolved. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.